Manufacturer narrative:
See MDR 1920664-2010-00116 for the intraocular lens used with this delivery device.

Event description:
The doctor realized, he needed a higher diopter lens after implantation. The lens was removed and replaced with the 26.0 diopter lens. At this time, he noticed there was a capsule tear, and the 26.0 lens was removed. A vitrectomy was performed. The patient left the site aphakic. It is unknown when or what caused the capsule tear.